Manufacturer narrative:
This supplemental report is being submitted to provide addtional information from the voluntary mw (mw5096551) that olympus received on october 6, 2020. In addition, the following sections of the mw form have been updated: b5, e1, e2, e3 and e4.

Event description:
It was reported that the patient underwent an exploratory laparotomy with ostomy placement.

Manufacturer narrative:
This supplemental report is to provide additional information based on the results of the legal manufacturer¿s investigation. To date, no device returned for investigation. Therefore, the exact cause of the reported event cannot confirm. A review of previous similar events indicate the following possible cause. The endoscope or the repositionable clip was pulled while the clip was grasping the tissue. Therefore, a tensile load was applied to the joint between the hook and clip. As a result, the clip could not detach from the hook. The instruction manual (drawing number: gk8316, revision number: 4) contains the following warnings. Keep the insertion portion of the instrument that extends from the biopsy valve and the insertion portion of the endoscope as straight as possible. Do not perform clipping with the insertion section is coiled. Otherwise, the force exerted on the control section may not convey to the clip adequately during clipping. This could result in reduced performance, making it impossible to close the clip or detach it from the coil sheath after clipping. Should the slightest irregularity and/or breakage of the parts be suspected, withdraw the instrument from the endoscope immediately according to the steps of ¿withdrawing the instrument from the endoscope¿ on page 10. Otherwise, perforation, bleeding, or mucous membrane damage may result. Although the lot number was not provided, the manufacturing record for over the past year prior to the date of occurrence was inspected. No abnormalities found from the record of the following items, which relate to the reported phenomenon.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The cause of the reported event cannot be determined. If additional information becomes available at a later time, this report will be supplemented. This event has been reported by the importer on MDR# (B)(4).

Event description:
It was reported that during a colonoscopy, after being deployed, the clip would not detach from the wire. The physician attempted to remove the wire from the clip multiple times to no avail. As a result, the patient required surgery and ostomy to remove it. It was noted the colonoscopy was completed using a different device. Per the physician, the clip did malfunction.